Manufacturer narrative:
Additional information received regarding a pump that infused 100cc ivf with solumedrol over 30 minutes instead of the set 15 minutes.

Event description:
It was reported that multiple spectrum iq infusion pumps across multiple clinic sites are under infusing during patient therapy. It was further reported that the infusions would go over anywhere from 7 to 20 minutes regardless of amount. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.